Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2024, and a watchman laa closure device was successfully implanted. The patient was discharged. During the six (6) month routine transesophageal echocardiography (tee) there were clots noted on the closure device. The patient was switched to anticoagulation medication (eliquis). The patient was also noted to be on prednisone at the time of the event. The patient is now off prednisone, another tee was performed with no clots noted and is now off eliquis. No further information is available at the time of this report.